Event description:
During review of medical records for this patient for a separate event, it was discovered that patient was unable to tolerate hemodialysis due to hypertension. Dialysis started at 1815. At 1850, his blood pressure dropped to 89/48 with a heart rate of 81. A dopamine drip was started at 5mcg but was increased to 10mcg and then 15mcg without success of sustaining a systolic blood pressure equal to or greater than 90. The patient became nauseated and reported not feeling well. Blood was returned and dialysis was discontinued at 1915 with his blood pressure at 77/41 and pulse 86 and irregular. The patient was unable to complete hemodialysis.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted the patient had been admitted into the hospital on 01/14/2015 to rule out pulmonary embolism. The contrast dye caused contrast-induced nephropathy that led to renal failure and eventually hemodialysis. During his hospitalization, the patient also developed vre sepsis. The patient's vre never resolved and the patient started having episodes of hypotension during hemodialysis. During this episode, the patient was unable to complete treatment due to his inability to maintain a systolic blood pressure of 90 even with the administration of dopamine drip. There are no bicarbonate levels in the medical record for review. The medical records do not show a causal relationship between the 2008k or the concomitant products used in the patient's hemodialysis treatment and the patient's hypotension. Medical records do show that the patient's unresolved infection was a possible contributor to the hypotensive episodes during treatments. A supplemental report will be submitted upon completion of the plant's investigation.